Event description:
(B)(4) the provider states the piece that tighten the arm rest in the back of the chair snapped off in the frame. No injuries noted and the caller didn't have additional information on this issue 7857hf.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.